Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that during heat disinfection a 2008t machine was displaying a "flow recirc error" message/alarm and a burning smell was detected from the electronic card cage. The customer swapped the actuator-test board. There was no patient involvement or injury. Upon follow-up, the bmt stated that the ultrafiltration (uf) check valve, valves 24,26 and 32 were replaced to get the machine back in service, the bmt found evidence of thermal decomposition in the three valves and stated that the damage was caused by the liquid from the broken uf check valve. The bmt confirmed there was no patient involvement, harm, or adverse event reported. The requested samples were not available since the bmt discarded them.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that during heat disinfection a 2008 machine was displaying a "flow recirc error" message/alarm and a burning smell was detected from the electronic card cage. The customer swapped the actuator-test board. There was no patient involvement or injury. Upon follow-up, the bmt stated that the ultrafiltration (uf) check valve, valves 24,26 and 32 were replaced to get the machine back in service, the bmt found evidence of thermal decomposition in the three valves and stated that the damage was caused by the liquid from the broken uf check valve. The bmt confirmed there was no patient involvement, harm, or adverse event reported. The requested samples were not available since the bmt discarded them.